Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the piston on the insulin pump wasn't stable. Customer's blood glucose was unknown. Customer declined replacement and customer's doctor had given him another insulin pump. Customer agreed to return the device for analysis.